Event description:
On 24-aug-2025, the user's caregiver reported hyperglycemia with a highest blood glucose (bg) of 400 mg/dl after the dexcom g7 disconnected from the ilet for several hours. The user switched to backup mdi therapy for the night and paused ilet use until bg stabilized. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.